Manufacturer narrative:
Emdr section h6, codes c19, d15, d1102 updated to reflect results of investigation. H6: code d1102: the vsx device IFU was reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified as having a potential relationship to this complaint. [Equipment required in using this device] 4. Stiff guidewire of appropriate diameter (table 1): guidewire length should be at least twice the length of the delivery catheter of this product. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates an outer zipper deployed to the turnaround, and exposure of the distal shaft just proximal to the distal tip. During evaluation, a guidewire could be passed from tip to hub past the transition, and continued deployment was successful with traction at the knob. The reported failure mode of a failure to deploy is not consistent with the findings of an ability to continue deployment with traction at the knob during evaluation. Engineering evaluation of the device could not confirm the reported failure modes of bowstringing or excessive force during deployment . Replication of these failure modes are not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the observed exposed distal shaft just proximal to the distal tip could not be established with the available information.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular procedure to treat a venous anastomosis stenosis of an arteriovenous graft using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). After surgical thrombectomy using a fogarty catheter and pre-ballooning using a bravus¿ balloon were performed, the viabahn device was inserted using a chikai black guide wire (18"). During the deployment of the viabahn device, the deployment line got stuck in the middle and "bow string" was observed. As the vessel was under considerable pressure by the "bow string", the viabahn device was withdrawn and the procedure was continued using a new viabahn device. Reportedly, it is unknown if the stent graft was partially expanded or unexpanded. No adverse consequences to the patient were reported. The patient tolerated the procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.